Manufacturer narrative:
The insulin pump was received with an intermittent button response due to flattened button dome switch. The insulin pump was received with cracked reservoir tube lip, cracked case at the display window corner, minor scratches on lcd window, and scratched reservoir tube window.

Event description:
It was reported that the customer had a diabetic check-up yesterday and the doctor was not happy with the act button on the insulin pump. Customer stated that the button no longer makes the click noise or feeling. Customer stated that you can literally put your finger on it and without pushing, the button responds. Pump has no physical damage and has not been dropped or bumped. Insulin pump could be replaced. No further details given.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.